Manufacturer narrative:
(B)(6) 2016 - received additional data analysis. The device is currently not available for analysis therefore the device itself could not be investigated. The quick view data you provided have been carefully investigated. The available iegm in episode 95 confirmed the presence of noise in the rv channel as well as in the ff channel.in spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Noise on the lead has led to inappropriate detections. The lead remains implanted at this time and no adverse patient side effects have been reported.

Manufacturer narrative:
(B)(6) 2018 - we received additional information this lead was explanted and replaced due to oversensing.